Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer stated that they had high blood glucose of 500 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. No motor error alarms, unexpected no delivery alarms or displacement anomalies were noted. The motor was tested outside the device and passed. No unexpected audio or beep anomalies were noted during testing. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and minor scratched display window. .